Manufacturer narrative:
Should have included that the lead exhibited oversensing of the wide qrs.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in hospital for routine pulse generator check,, during interrogation, noise reversions were noted, the patient's heart rate was less than 40 bpm, and was asymptomatic. No intervention had been reported.